Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient extension lines being used. The patient had not disconnected prior to the alarm. All bags were properly connected. The home patient (hp) had 2 bags connected. The unused line's clamp was closed. There were no leaks, nor was there anything unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device. There was air in the supply and the drain line. The hp cycled the power and received a system error 2367. The hp would complete therapy with manual supplies. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.